Event description:
It was reported that pump experienced malfunction with code 9 and fault ID 0x20f1, with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through resetting pump, did not experience repeat of malfunction, was advised to continue using pump, and was instructed to call back if malfunction recurred, which customer acknowledged and understood.